Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® peripheral orbital atherectomy system instructions for user manual states that a distal embolization is a potential adverse event that may occur and/or require intervention with use of the system. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
The diamondback 360 peripheral orbital atherectomy device (oad) was used for treatment in a 6mm, 90% stenosed, heavily calcified popliteal artery. The oad was spun 4 times on low speed, 2 times on medium speed, 9 times on high speed. Angioplasty was performed to complete the procedure. The core lab angiographic imaging observed a distal embolization in the treated lesion following angioplasty. The clinical event committee reviewed procedural images and concluded that the diamondback 360 peripheral orbital atherectomy device contributed to a distal embolization. No further information is available.